Manufacturer narrative:
H4: the lot was manufactured from may 11, 2023 to may 12, 2023. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a tear was observed at the lower left side seam area. Functional testing was performed which revealed a leak at the lower left side seam area of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the left lower side seam. This occurred prior to patient use. There was no patient involvement. No additional information is available.